Event description:
It was reported that 60 episodes of vf without therapy were observed due to noise. Trend showed decreased impedance. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.